Event description:
It was reported that upon interrogation, there had been atrial and ventricular lead warnings. The atrial observations indicated that there was oversensing, high impedance and the lead monitor had tripped. High impedance was also noted on the ventricular lead. Reprogramming was conducted on the atrial lead to resolve the oversensing and to change the polarity back to bipolar. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.